Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Complaint is considered not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Revision records were not provided. Review of the pre-revision x-ray images could not confirm the reportedly developed arthrofibrosis radiographically and would require cross-sectional imaging, preferably MRI. The only abnormality which can be detected radiographically is a small suprapatellar joint effusion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to arthrofibrosis approximately 6 years later. Attempts have been made, and no further information has been provided.